Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the pleural effusion. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritoneal leak coincident with peritoneal dialysis(pd) therapy. The cause of the peritoneal leak was unknown. On the same day as the event onset, the peritoneal leak caused a left sided pleural effusion. That same day, the patient was hospitalized for the peritoneal leak and left sided pleural effusion. Treatment details were unknown. The day prior to the event onset, was the last day of pd therapy. On an unknown date, the patient was switched to hemodialysis. Five days after the event onset, the patient recovered from the pleural effusion; however, the peritoneal leak remains ongoing. No additional information is available.